Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and blood glucose was low. The customer¿s blood glucose level was 41.4 mg/dl at the time of the incident. The customer reported that the display was blank when the battery was inserted. The customer reported that the display is currently blank. The customer reported that the display did not return after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with cracked case on the back at the battery tube area and belt clip rail case corner. Unit received with fading serial number label. Unit received with minor scratched display window, case and keypad overlay.